Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The needle and suture were examined for visual inspection attribute defects. The end of the suture was severely cut (damaged), resulting in needle pull off. The sample conditions suggest a clip off defect, which is a manufacturing defect. Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The devices met performance specifications.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a labial reduction gynecological procedure on (B)(6) 2013 and suture was used. The needle pulled off the suture while loading the needle onto the needle holder. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.